Event description:
It was reported that the customer was hospitalized due to high blood glucose levels, with a reading of 459 mg/dl. Troubleshooting was performed, and the insulin pump passed the prime and high pressure tests. It was reported that the customer felt the insulin pump was not functioning properly, and he requested to have a rep go to the hospital for troubleshooting. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.